Event description:
An angio-seal device was deployed without difficulty. Several days later, the patient presented with complaints of an uncomfortable feeling in thigh. A femoral angiogram with access obtained in the left femoral artery revealed a total occlusion of the right common femoral artery at the upper aspect of the femoral head; attempts to cross the occlusion with a wire from the left side were unsuccessful. A femoral angiogram with access obtained in the right femoral artery revealed the occlusion extended to the mid-point of the femoral head. The patient underwent a successful percutaneous angioplasty of the total occlusion after crossing the occlusion from the right femoral artery access site.